Event description:
It was reported that when the 2.25x28 mm xience xpedition stent delivery system (sds) was unpacked, before removing from the hoop, the hub was observed to be bent and the shaft was partially sticking out of the hoop. An attempt was made to straighten out the kink which resulted in a shaft separation. The sds was not used on the patient. A new same type, same size device was used successfully to complete the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device misplacement could not be tested as the dispenser coil was not returned. The reported bent/kink and shaft separation were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: at any time during use of the xience xpedition rx stent system, if the stainless steel proximal shaft has been bent or kinked, do not continue to use the catheter.